Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, a high purge pressure / purge pressure blocked alarms began to appear. The purge cassette was replaced to resolve the failure. Upon planned explant of the pump, no signs of a thrombus or biomaterial were noted in the device. That night, the patient suffered a large, right sided embolic stroke with complete left sided deficits and a craniotomy was scheduled to treat the condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of stroke/cva and high pressure purge has been completed. High purge pressure (hpp) : data log review showed purge pressure high alarms on (B)(6) 2025 around 1430-1709. Bag change occurs 22 hours after last hpp alarm. No motor current (mc) spikes noted. Pulsatile flow and ps noted. The purge cassette was not returned. The pump was returned and inspected. The pump was returned cut so no purge pressure investigation could be completed. The purge gap, purge line, and impellor blades were free from biomaterial. The cause of the high purge pressure was not determined since returned product was cut and could not be tested to reproduced the hpp. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b1 product problem was inadvertently omitted for high pressure purge on the initial manufacturer device report number 1220648-2025-29529. H6 medical device problem code 1248 was erroneously entered on the initial manufacturer device report number 1220648-2025-29529. H10 instructions for use were inadvertently omitted for high pressure purge on the initial manufacturer device report number 1220648-2025-29529.